Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that on the cardiac care area, a secondary of moxifoxacin (400 mg/250 ml bottle) was hung to infuse over 60 minutes. The roller clamp opened and programmed. The clinician watched the drip chamber prior to leaving the room. Approximately thirty minutes later, the moxifoxacin bottle was full and the 250 ml primary bag of normal saline was empty. After further inspection, the clinician determined that the bottle of moxifoxacin was hung properly above the primary infusion with the roller clamp open; however, the vent on the secondary set was in the closed position. There was no report of patient harm. The customer declined an investigation by customer advocacy.